Event description:
It was reported that this right ventricular (rv) lead had high shock lead impedances that were out of range greater than 125 ohms. Technical services recommended isometrics and pocket manipulation and serial impedance measuring to see if they were intermittent, and to consider commanded shocks once they reach 145 ohms. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead had high shock lead impedances that were out of range greater than 125 ohms. Technical services recommended isometrics and pocket manipulation and serial impedance measuring to see if they were intermittent, and to consider commanded shocks once they reach 145 ohms. The lead remains in-service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to unrelated reasons. This device was returned to boston scientific for analysis.